Manufacturer narrative:
(B)(4). Device evaluated by MFR: the promus element plus mr ous 2.50 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a break in the hypotube at approximately 205mm distal to the distal end of the strain relief. There were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred. The 2.5x11mm, 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation, a 2.50x12mm promus element plus stent was advanced however the shaft kinked 8cm from the hub and eventually broke. The device was fully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.